Manufacturer narrative:
(B)(4). Evaluation: results: (arterial and venous occlusion), (moderate calcification and severe tortuosity). Conclusions: (moderate calcification and severe tortuosity).

Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm approx one month ago. The aneurysm was 5 cm in diameter and the aortic neck was 2.5 cm in length. The vessel morphology was reported as moderate calcification and severe tortuosity in the iliac limbs. The pt presented emergently one month later with back pain. The CT demonstrated that the ipsilateral limb was occluded. The physician performed a thrombectomy, implanted an aneurx stent graft inside ipsilateral limb and placed a bare metal stent at the origin of the native vessel and the ipsilateral limb. The occlusion was resolved. No additional sequelae were reported and the pt is fine.